Event description:
The customer received a questionable parathyroid hormone (parathormone, parathyrin) - pth, intact (stat) result for one patient sample. The patient had intraoperative pth samples measured. First sample upon starting the operation: 14.8 pmol/l. Second sample after 10 minutes: 3.6 pmol/l third sample after 30 minutes: 16.8 pmol/l upon seeing the third result, the surgeon understood the result for the second sample was erroneous. That sample was then retested and the result was 12.8 pmol/l. Forth sample after 60 minutes: 10.9 pmol/l fifth sample after 90 minutes: 10.1 pmol/l the patient was not adversely affected. The pth reagent lot number was 175261. The expiration date was requested, but was not provided. The investigation could not determine a specific root cause based on the provided data. Review of the calibration and qc data did not indicate an issue. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6).